Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 522 mg/dl and a high level of ketones. It was reported that ongoing occlusion alarms occurred. The customer delivered a correction bolus in an attempt to treat the elevated bg prior to the ER. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg in the ER. Customer was discharged later the same day (B)(6) 2024 with the issue resolved and no permanent damage. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.